Manufacturer narrative:
The manufacturer previously reported information regarding a dorma 100 CPAP device. The patient claims a fault occurred with the device which resulted in them inhaling particulate matter through their nasal mask. The patient alleges nausea, breathless and wheezing, headache, terrible smell and taste in nose and on saliva, chesty cough, itchy eyes, as well as feeling ill and tired. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the philips product investigation lab (pil) for further evaluation. The product investigation lab initiated therapy with the device and verified airflow, using a known good power supply and ac power cord. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Dust-like contamination was observed at the air inlet, on the pca, in the blower box, and throughout the inside enclosure. White dust-like contamination was observed at the air inlet and the inside bottom of the blower box. The device was missing the air inlet filter. The philips product investigation lab can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The product investigation lab was unable to confirm the complaint or address the symptoms specified. The manufacturer is submitting a final report at this time.

Event description:
The manufacturer received information regarding a dorma 100 CPAP device. The patient claims a fault occurred with the device which resulted in them inhaling particulate matter through their nasal mask. The patient alleges nausea, breathless and wheezing, headache, terrible smell and taste in nose and on saliva, chesty cough, itchy eyes, as well as feeling ill and tired. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.